Manufacturer narrative:
(B)(4). Device received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and broken battery tube threads.

Event description:
Information received by medtronic indicated that the battery compartment was broken. The customer stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.